Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the user alledges the left motor is noisey, and will not go in reverse.